Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158."

Event description:
The father of a patient reported that the patient went to the emergency room via ambulance with hyperglycemia on (B)(6) 2025. The patient¿s blood glucose reached greater than 22 mmol/l (396 mg/dl) while wearing the pod between 4 and 24 hours on an unspecified site. The patient experienced symptoms of vomiting and diarrhea. Due to the high blood glucose, the patient had placed a new pod to attempt to decrease the blood glucose prior to going to the emergency room. The reporter was not sure of the diagnosis given but thought it may have been an unspecified virus. The patient was treated with unspecified intravenous medication and/or fluids and was discharged from the emergency room approximately 6 hours later.